Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. Additional information obtained indicated no damage was observed during prep. No resistance was felt during the procedure. The event occurred when trying to move from small branch vessel into pda. They tried unsuccessfully to remove the piece of the wire in the vessel with a snare, then micro-graspers. The remaining piece of wire was stented into place with a "full metal jacket" of stents lining most of the rca vessel. The previous stent was not disrupted. No physical product investigation was possible as the device was not returned. The instructions for use (IFU) warns never advance, torque or retract a pressure guide wire which meets significant resistance. The IFU also cautions: the volcano pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. When advancing the pressure guide wire into a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the pressure guide wire may become entangled in one or more stent struts. This may result in entrapment of the pressure guide wire, shredding of the pressure guide wire and/or stent dislocation. When re-advancing the pressure guide wire into a stented vessel, do not allow the wire to come in contact with any stent struts. Subsequent advancement of the wire could cause entanglement between the wire and the stent(s) resulting in entrapment of guide wire, guide wire shredding, and/or stent dislocation. Use caution when removing the pressure guide wire from a stented vessel to minimize patient risk. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported during a coronary procedure the user plugged in the wire and it zeroed and normalized. The physician proceeded to insert the wire into the rca (right coronary artery). There was a prior stent in the vessel. The wire went through a stent strut into a smaller branch vessel. At this point the tip of the wire broke off in the smaller branch vessel. The wire was stented in place. Patient's treatment was completed. Patient is recovering as normal for the procedure, no extraordinary issues. Vessel: rca with prior stents, ffr study done to ID ischemia in vessel.